Manufacturer narrative:
Investigation initiated manufacturer's investigation no sample returned review DHR inspect stock product. *analysis and findings distribution history the complaint product was manufactured at csi in february 2020 under work order (B)(4). Manufacturing record review dhr20mpg001525 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review incoming inspection record review not applicable to this product. Service history record service history not applicable for this product. Historical complaint review a review of the 2-year complaint history shows other complaints for this issue. Product receipt the complaint product has not been returned to coopersurgical. Visual evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. *correction and/or corrective action coopersurgical decided to return manufacturing to the supplier (eis) in late 2020. Long stem gellhorns were qualified per (B)(6) and short stem gellhorn pessaries were qualified per (B)(6). In addition, the prints for the gellhorn pessaries were updated to reduce the durometer hardness from 60 to 45. *was the complaint confirmed? No.

Event description:
The pessary is too stiff. Gellhorn pess flex 2 1-2 mxpge2 1-2 (B)(4).

Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the condition reported.

Event description:
(B)(4). Report forwarded by customer service trumbull- the customer has issued a customer dissatisfaction complaint some time ago saying the pessaries are too stiff. Additional complaint in ref. To e-complaint-(B)(4). 1216677-2020-00271 gellhorn pess flex 2-1 2 mxpge2-1 2 e-complaint-(B)(4).